Manufacturer narrative:
Additional information: b5 - describe event or problem: a healthcare professional reported that the following an implantable collamer lens (icl) implantation procedure, the patient experienced lens opacity. It was reported that there was an issue with lens slipping that was corrected. To the best of our knowledge the lens remains implanted. If additional information is received a supplemental medwatch report will be submitted. H6 - health effect - clinical code (e): 1766 cataract. Corrected data: g2 - report source: consumer, health professional. Claim#: (B)(4).

Event description:
A healthcare professional reported that the following an implantable collamer lens (icl) implantation procedure, the patient experienced lens opacity. It was reported that there was an issue with lens slipping that was corrected. To the best of our knowledge the lens remains implanted. If additional information is received a supplemental medwatch report will be submitted.

Event description:
A consumer reported that following an implantable collamer lens (icl) implantation procedure, he experienced suboptimal vision. It was reported that there was an issue with lens slipping that was corrected. To the best of our knowledge the lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
D4: expiration date: unk. D6a: implant date: unk. H4: device manufacture date: unk. H6: health effect- impact code (f): secondary surgical intervention (unspecified). Manufacturer narrative - secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as unknown potential adverse event following icl implantation. Claim#: (B)(4).